Manufacturer narrative:
Broken reservoir tube lip noted. The insulin pump had cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker, battery tube threads cracked, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that there was damage to the insulin pump. Customer reported via phone call that a piece of the reservoir compartment cracked and broke off when they attempted to insert the reservoir into the insulin pump. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.